Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 446 mg/dl at the time of the incident. Customer stated that the insulin pump was not pumping insulin into her body and sometimes pumping too much insulin in the body. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus by insulin pump. Customer did not allege that insulin pump was under delivering. Customer assisted for troubleshooting and there was no leaks and air bubbles. Customer performed high pressure test and displacement test and both were passed. The insulin pump will not be returned for analysis.